Manufacturer narrative:
A ge representative evaluated the system and replaced a 1gb ram memory chip. System operates as intended.

Event description:
Customer reported the system has boot up problems. No patient injury was reported.